Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet on the returned sample. Accordingly the root cause of this problem is unknown. A batch review for the manufacturing lot number reported no related problems during lot production. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint where it was reported the fluid would not stop even when closing the clamp. There was no additional disinfectant used. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.